Manufacturer narrative:
Additional device code that also apply to this complaint:1069 (break). Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation also revealed that the distal tip of the pusher assembly was fractured. If the distal portion of the pusher assembly containing the embolization coil fractures, the embolization coil will detach. This fracture likely occurred due to retraction against resistance. The reported vessel spasm may have contributed to additional resistance experienced during the procedure. Further evaluation revealed that the pusher assembly was kinked in multiple locations along its length. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) to treat a gi bleed using pod packing coils (pod pcs), non-penumbra coils, a non-penumbra catheter, and a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted two non-penumbra coils into the target location. Next, the physician advanced a pod pc through the microcatheter. Then, after advancing approximately half of the pod pc into the target location, the physician noticed the pod pc was too long, and the vessel began to spasm. Therefore, the physician began to retract the pod pc back into the microcatheter. While retracting the pod pc back into the microcatheter, the physician experienced resistance and the pod pc unintentionally detached inside the microcatheter. Some part of the coil was found to be unraveled. Next, the physician attempted to remove the microcatheter containing the detached pod pc, and the pod pc unraveled further inside the vessel. Then, the physician made three attempts using a snare device to retrieve the pod pc; however, the pod pc broke at each attempt and most of the coil fragments were snared out. It was reported some of the pod pc was left in the hepatic artery and the distal end of the pod pc was anchored in the two previously placed non-penumbra coils. The vasospasm resolved without any medication. The procedure was completed using another non-penumbra coil, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.